Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The target lesion was ablated with a rotablator burr system. The 8mm x 2.50mm nc quantum apex mr balloon catheter was selected for pre dilation. During first inflation of the 8mm x 2.50mm nc quantum apex mr balloon catheter to 6 atms a balloon rupture occured. The 8mm x 2.50mm nc quantum apex mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).